Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 3rd of march 2017 for further investigation. The fse conducted a follow-up with the customer over-the-phone to address the reported event. During the investigation the fse had the customer flush out the system to remove any clots. Customer than ran quality controls and patient samples with out any errors noted. Instrument is functioning as intended and was relased. No further action is required by the fse. The most probable cause of the reported event was due to operator error. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2017 the customer reported error 706 syringe-l error on their g8 instrument. Customer indicated that they changed the sample probe and the error still occurring after powering up the instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.